Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, staphylococcus coagulase negative (1cfu/100ml)was detected from the subject device. The testing result cleared french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device continuously tested positive three times during surveillance culturing tests at the user facility. Microbes detected from the subject device were as follows. (B)(6) 2018. Bacillus spp. Mesophiles: 1cfu. Gram positive bacilli: >100cfu. Micrococcaceae: 1cfu. (B)(6) 2018. Bacillus spp. Mesophiles: >100cfu. (B)(6) 2018. Acinetobacter species: >100cfu. Gram positive bacilli: 1cfu. The subject device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".